Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer service states the provider alleges the right side crossbrace is broken where the left and right crossbrace connect. Provider states was not at a weld but will verify and call back.

Manufacturer narrative:
Additional/updated information was added to reflect the left crossbrace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken 2 inches below the center hole. An expanded evaluation was performed. The expanded evaluation report confirmed that the crossbrace tubing was broken at the end of the reinforcement insert inside the tubing. However, the underlying cause could not be determined. Fields were updated accordingly. Additionally, report was updated to reflect the correct cfn/fei number, and updated to reflect the correct manufacturer. Should be invacare mfg site: (B)(4).

Event description:
Customer service states the provider alleges the right side crossbrace is broken where the left and right crossbrace connect. Provider states was not at a weld but will verify and call back.